Manufacturer narrative:
The specific device identification (lot/reference numbers) was not provided at the time of this report. Therefore, a review of the device history records (DHR) could not be performed. The subject devices have not been returned to the manufacturer for physical evaluation. The manufacturer has requested the necessary product identification and the return of the subject devices to facilitate an investigation. A supplemental report will be submitted only if additional relevant information becomes available.

Event description:
Notification received regarding three (3) alleged implant failures (loss of osseointegration) reported by the same clinician. The reporter indicates that all three incidents occurred within the first three weeks of treatment following an immediate extraction and immediate placement protocol. No permanent patient injury or additional medical intervention beyond the explantation was reported. The specific device ref and lot numbers are currently being verified, and a complaint investigation was initiated.